Manufacturer narrative:
UDI: (B)(4). Date of event: (B)(6) 2017. Address: (B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that once fluid was attached to a clearlink continu-flo set, the tubing would not prime during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacture date: (B)(4) 2017 - (B)(4) 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.